Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Insulin pump communicated properly with test guardian link transmitter. No communication anomaly noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in pump history.